Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported by the patient that they are doing an MRI to determine how far their implant has dislodged. No patient symptoms were reported. Additional information was received from a health care provider via a manufacturing representative (rep) reporting that the implants have dislodged and they needed an MRI to plan removal.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information found that the patient could feel the implants under the skin and that a MRI was going to be performed with and without contrast. They wanted to know how bad her discs were so when they go in to remove the device, they can also repair the discs. Additional information was received from the manufacturer representative that reported that the manufacturer representative didn¿t think that the implant was dislodged. The results of the MRI performed were unknown to the manufacturer representative, and the actions/interventions taken to resolve the dislodged implant were not available.